Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the device had a piece of the tip fall off during a case. The physician retrieved the piece and removed it, but also took pictures of the product. A new device was opened to complete the case. Rep returning both in the package, but only one was problematic. There was no consequence to the pt.